Event description:
The reporter stated a +24.5 diopter cc4204bf collamer single piece lens was damaged during priming due to a defective injector. There was no pt contact.

Manufacturer narrative:
Other (injector damaged lens).